Event description:
Had pump fill, and 10-15 minutes afterward pump failed. Pump failure was due to the medicine leaking out of the septum where the medicine is injected. I had fentanyl, dilaudid, clonidine of the 35ml - at least 27 ml leaked out of the pump mostly fentanyl. Which went into my blood stream and almost killed me. Dose or amount: 35 ml. Frequency: every 56 days. Route: intrathecal. Dates of use: 2008. Diagnosis or reason for use: to control rsd.